Manufacturer narrative:
Investigation results: the complaint that the extension tubing separated from the catheter adapter was confirmed; however, the root cause could not be determined from the photograph that was provided for investigation. The photo showed an 18g nexiva unit with evidence of use. It appeared that the extension tubing completely separated from the catheter adapter. No defects associated with the manufacturing process could be confirmed from the photographs. As the device had been opened and exhibited evidence of use, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva sp with maxzero extension tubing separated from the hub. The following information was provided by the initial reporter: the extension set of nexiva fell off right near the wing